Manufacturer narrative:
The actual sample was obtained. When closely observing the two pieces of the needle, the snapped portion of both needles showed a bend and its cross-section was also observed to be deformed. The criteria was checked through methods, complied with "fracture tolerance" regulated by iso standards (iso (B)(4): (B)(4) needle tubing for manufacture of medical device) and every check category has fulfilled the requirement. A review of the manufacturer inspection record for the past 5 years revealed no defective properties to degrade functionality of the needle; such as contamination of the needle by foreign particles or any scratches/bends inspected during production, were noted. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information. The potential for such an event is addressed in the instructions-for-use (IFU) with statements as the following: "do not change the angle of the pen after penetrating the skin in order to avoid breaking of the needle. In case the needle broke of fad remains in the body, please contact immediately a doctor." Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of kofu factory of terumo corporation (manufacturer) registration no. 9681835. Exemption number e2015026.

Event description:
The user facility reported that a patient with dementia suffered a needle stick. The patient reported the needle accidentally punctured the fingertip. It was then damaged, causing needle fragment to remain on fingertip. Additional information was received on 1/26/2018: it was reported that the patient removed a needle fragment and then handed it over to the nurse. There is another damaged needle returned from the facility and it is unknown whether the same patient removed it. When the doctor examined the patient, no needle fragment was observed and the wounded area appeared to be fine. Based on the aforementioned observations the doctor concluded that this issue was not a health hazard.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to report that the initial MDR was used for the first device used on the patient; see MDR no. 9681835-2018-00010 for the second device reported.